Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retains of device lot t10122rn. No issues with tni recovery were observed, lot performed properly. Manufacturing batch records for the lot were reviewed, lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On 06/10/2019, customer called to report discrepant tni results on one patient when compared to the vitros. Patient came to the hospital complaining of chest pain. Patient was discharged to short term general hospital for care. First result on triage meter: 14:19 tni=<0.05, ckmb=1.4; first result on vetros: 14:21 tni=0.167, ckmb=1.36; repeat was done from the same draw/tube. Repeat on triage meter: 15:13 tni=<0.05, ckmb=1.5 ; repeat on vetros: 15:16 tni=0.170, ckmb=1.32; vitros cutoff = 0.120. Patient was treated based on the vitros results and not the triage meter result. Customer states that the patient's clinical picture matched the vitros results. No further information on patient diagnosis or treatments provided.